Event description:
A surgeon reported that three days after intraocular lens (iol) implantation, the iol had tilted within the capsular bag. The pt was returned to surgery to reposition the iol. Three days after the procedure it was noted the iol was again tilted. On close examination, the surgeon noted that the leading haptic had twisted up under the optic. The surgeon explanted the lens and indicated the haptic looked 'normal' outside the eye. The surgeon felt the tilting might have been caused by some viscoelastic being left behind on the initial surgery.